Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's symptoms, the revision surgery, and the suspected medical device. The patient experienced bilateral grade iii capsular contracture. The patient underwent bilateral removal and replacements with two 630cc mentor smooth round high profile prostheses (catalog #: 3503630, lot #: 9394049). According to the patient's surgeon, the device was inadvertently discarded upon explantation. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-jun-2020, the investigation was completed based off of the provided photos. Investigation summary : upon visual evaluation of the two images provided in the complaint, the implant was observed to be ruptured. Also, scar tissue was observed next to the ruptured implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided deflation. Concomitant products: 700cc mentor smooth round moderate plus profile (catalog #:3502700, serial #:(B)(4)). Manufacturer¿s reference number: pc-000559901

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 700cc mentor smooth round moderate plus profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal and replacement with an unspecified mentor breast implant on (B)(6) 2020.

Manufacturer narrative:
11/18/2019, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2020 to (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).